Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they had an issue with the glidesheath slender sheath. The procedure was a success and the patient was in stable condition. Additional information was received 19august2019:the sheath had difficulty passing over the wire while access was attempting to be gained. Another kit was opened and passed over the wire successfully. The type of procedure was a radial neuro.